Event description:
A dealer called in to report the gas locking cylinder is bad. No further detail was provided. The affected part was replaced and the information received reported and indicated no injury.